Event description:
A customer contacted baxter's global technical service center to report a system error 2240 (indicating air in the set) on the homechoice (hc) machine during dwell 3 of 4. The home patient (hp) was connected at the time of the alarm. The bag had become disconnected. The caller would finish therapy with manual supplies and would call back with any problems or questions. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Upon follow-up with the caregiver (cg) on (B)(6) 2010, the cg stated that the home patient (hp) finished therapy that night with a manual exchange. The cg stated that the hp has had no injury or illness as a result of the incident and continues to receive peritoneal dialysis (pd) therapy on the homechoice to date. This complaint for a system error 2240 (air in set) that occurred during dwell 3 of 4 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag had become disconnected. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported that the instructions for use do not recommend x-ray for placement even though, it is the gold standard. Death of an adult pt due to malposition. Aspiration. No additional information could be obtained since the user facility information was not provided in maude report (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded.